Event description:
Approx 5 weeks pre-term infant with IV heplock placement to right foot. Infant was to have lesions at the IV site & there was a small necrotic area & mild erythema present. An adult IV extension set was used. Later a necrotic area was noted under the hub (of the extension set) on the pt.